Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump was received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. The pump was cut open and moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection. Successfully downloaded history files and traces using thump software. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked retainer, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged missing segment/partial display confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported report pump issues. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a partial display. Cust inserted a new fully charged battery and display did not return to normal or self test failed. Mmt-1880 was requested and . It was unknown whether the customer will continue to use the device customer response was the device will be returned.